Manufacturer narrative:
No pt present. The video graphics card fan of the computer was broken. This causes video intensive processes to appear to freeze due to thermal shutdown. Replacing the computer in the system resolved the issue.

Event description:
Site reported that the application froze while building their 3d model. Also, the fan on the video card was running hot and slow. They pulled in another system and the case continued as planned. No impact on pt was reported.